Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age or date of birth: requested, not provided . A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided . A6: race: requested, not provided . D6b: explanted date: unknown if the device was explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the doctor had placed the angio-seal in the patient with no problem during deployment. He stated there were no issues that could be detected and that could be the possible problem. The bleeding started a couple of hours after the procedure. The patient did not have high blood pressure. They believe it could have been a problem with the collagen or suture itself. The patient had to go to surgery.